Event description:
It was reported the filter was difficult to deploy. The pusher wire was curved against the patient's leg approx. 20 degrees upon deployment, so the doctor had to use great force to deploy the filter. The filter was deployed successfully. There was no patient injury reported . This was the doctor's first use of the product.

Manufacturer narrative:
H10: the device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned delivery system was evaluated. The filter was not returned, as it remains implanted. Based on the marks seen in the delivery system near the distal marker band, it can be confirmed that the doctor met with resistance while deploying the filter. It is unknown if the patient's anatomy, resulting in the reported curvature in the pusher wire, may have contributed to the event. The definitive root cause of the event is unknown. The IFU (information for use) states the following: delivery of the g2 filter through the introducer sheath is advance- only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.